Manufacturer narrative:
It is unknown if the device will be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2018-00201.

Event description:
This is 2 of 2 reports. A sales representative reported on behalf of the customer that because of a higher flexibility and movement of the a3059 mayfield composite series skull clamps, the customer has stopped working with the product. No impact on a patient was reported.

Manufacturer narrative:
The device was returned for evaluation and the unit tested according to manufacturer's instructions; no failure found. The device history record reviewed found no abnormalities related to the reported incident found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The complaint was unconfirmed.

Event description:
N/a.